Event description:
It was reported by the customer "cvc catheter puncture probe leaking when flushing with saline near the butterfly at the connection with the lumen." Additional information received 12/27/2023: it was reported by the customer the event occurred during use. There was no harm to the patient or healthcare professional, no exposure to blood or chemotherapy, and no need for medical/surgical intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was determined to be unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga by 0.75¿ miniloc infusion set without a y-site. The safety mechanism was activated. An attempt to flush the infusion set with water using a 12 ml syringe revealed the device was patent to infusion and aspiration with no observed leaks. No damage was observed during microscopic inspection. No deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "cvc catheter puncture probe leaking when flushing with saline near the butterfly at the connection with the lumen." Additional information received 12/27/2023: it was reported by the customer the event occurred during use. There was no harm to the patient or healthcare professional, no exposure to blood or chemotherapy, and no need for medical/surgical intervention.